Event description:
Litigation alleges patient had pain, disability and physical damage from chromium and cobalt exposure after asr hip implant.

Event description:
Litigation alleges patient had pain, disability and physical damage from chromium and cobalt exposure after asr hip implant. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation completed. Should further information be received, the complaint will be updated at that time.

Manufacturer narrative:
Update rec'd 1/25/2016-litigation papers received. Motion was granted to reopen the case. Patient was revised on (B)(6) 2016. An unknown stem and taper sleeve will be added to the complaint for the alleged high metal ions. This complaint was updated on: 1/26/2016. Depuy still considers this investigation closed at this time

Event description:
Update rec'd 1/25/2016-litigation papers recieved. Motion was granted to reopen the case. Patient was revised on (B)(6) 2016. An unknown stem and taper sleeve will be added to the complaint for the alleged high metal ions.this complaint was updated on: 1/26/2016.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed.